Event description:
The customer reported intermittent 12 lead ECG and therapy cable issue. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported intermittent 12 lead ECG and therapy cable issue. There was no reported adverse pt impact. The philips repair bench evaluated the device. ECG cables and therapy cable and no trouble was found. The device passed all performance testing and was returned to the customer.